Manufacturer narrative:
A field service engineer (fse) contacted the customer by phone and confirmed the reported issue with the customer. The fse instructed the customer to inspect the column to confirm it was installed correctly. The customer also confirmed there were no signs of fluid leaking. The fse instructed the the customer to perform two (2) drain flushes (indicating there was air in the tubing) and adjust the flow rate from 1.07 to 1.03mins. The retention times were approximately at 0.57mins. The customer ran quality control (qc) level 1 five (5) times and all results were 5.5% (within acceptable range). The customer then reran the whole blood samples with consistent results and no p00 peaks. The hlc-723 g8 analyzer is operating as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period. The instructions for use tskgel g8 variant hsi section 14 states the following: evaluation of results quality control in order to monitor and evaluate the accuracy and precision of the analytical performance, tosoh controls should be assayed daily and after column replacement. Tosoh suggests running at least two levels of quality control material. The mean of one should be in the non-diabetic range (4-7 % hba1c) with the second in the range of 9-12 % hba1c. If the value of one or more control specimens is out of the acceptable range, recalibrate the system and rerun the controls before testing patient samples. Qc materials should be used in accordance with local, state, federal and accredited organizations. Controls should be diluted with hsi hemolysis & wash solution to obtain a total area (ta) in the range of 700-3000. The optimal ta is between 700-3000. However a ta in the range of 500-4000 is acceptable and reportable for whole blood specimens. The most probable cause was due to air in the tubing.

Event description:
A customer reported potential discrepant results on the hlc-723 g8 analyzer. The customer replaced the column, prefilter, and performed a recalibration, but the p00 peaks continued to intermittently occur. The customer also reran 11 samples and identified the discrepant results on two (2) of the samples retested. The retention time was noted to be between 0.56 and 0.59mins. The pressure and total area were confirmed to be within intended limits. A field service engineer (fse) was dispatched to address the reported event. There is no indication of any patient intervention or adverse health consequences due to potential for discrepant patient results.